Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that the event did not result in a loss of cerebral target position. It was clarified that the encountered resistance occurred when the complaint coil was being delivered. Nothing was obstructing the microcatheter. A continuous flush on the microcatheter was maintained. The introducer was flushed until liquid was visible at the distal end of the slit in the clear tube. No excessive force was applied to the device. No adequate flush was maintained through the devices. There was no significant prolongation in the procedure due to the event. Section e1 - initial reporter phone: (B)(6). Complaint conclusion: as reported by the field, during a coil embolization, a galaxy g3 5mm x 15cm coil (gly120515, 30498792) was inserted into a renegade microcatheter, boston). There was a resistance felt but the physician kept inserting it. However, it was not able to advance further. The physician observed and found that the coil part was exposed from the peel away sheath. He attempted to have the part enter in the sheath but it was not able to. The coil became unraveled. The complaint coil was replaced with another coil and the procedure was completed. No patient injury was reported. Additional information received indicated that the event did not result in a loss of cerebral target position. It was clarified that the encountered resistance occurred when the complaint coil was being delivered. Nothing was obstructing the microcatheter. A continuous flush on the microcatheter was maintained. The introducer was flushed until liquid was visible at the distal end of the slit in the clear tube. No excessive force was applied to the device. No adequate flush was maintained through the devices. There was no significant prolongation in the procedure due to the event. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation (mre) was performed for the finished device 30498792 number, and no non-conformances related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaint of ¿coil - unraveled/stretched-during use¿, ¿detachable coil delivery system ¿ impeded in microcatheter with no loss of cerebral target position¿ and ¿coil ¿ prescore rupture¿ could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the events are related to the device manufacturing process. The instructions for use (IFU) caution that if unusual friction is still noticed during advancement or retraction of the coil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire catheter system and examine for damage. Replace it with a new system. If friction still exists, withdraw and examine the delivery catheter system. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation/interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. The unraveling of the embolic coil could have been caused by advancing the device against resistance as noted in the event description. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Procode: krd/hcg. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30498792 number, and no non-conformances related to the reported complaint condition were identified. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a coil embolization, a galaxy g3 5mm x 15cm coil (gly120515, 30498792) was inserted into a renegade microcatheter, boston). There was a resistance felt but the physician kept inserting it. However, it was not able to advance further. The physician observed and found that the coil part was exposed from the peel-away sheath. He attempted to have the part enter in the sheath but it was not able to. The coil became unraveled. The complaint coil was replaced with another coil and the procedure was completed. No patient injury was reported.